Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: lo (9 mg/dl), 22 mg/dl and 97 mg/dl. No adverse event. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.